Manufacturer narrative:
Cmr surgical limited is submitting this report to comply with FDA regulation 803. A supplemental report will be submitted if further information becomes available. Cmr surgical limited does not consider this report and content to be an admission that itsproduct is defective or that it has caused a death or serious injury.

Event description:
It was reported that during surgical set up it was identified that the shaft of a monopolar curved scissors appeared to have a tear. The instrument was inspected under a microscope and it was confirmed that the shaft insulation damage was present on the instrument as reported. This was identified prior to clinical use, the surgical team used a new instrument, no harm to patient.